Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2013. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Based upon the implant date provided by the reporter the connector type is either a taper ii or rapid port ez strain relief. The reporter has declined to provide allergan further information regarding the serial number, model number, the implant date, patient data and if explant surgery occurs. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reported a "leak in the hose" of a lap-band system first noted when the device was "not saying inflated during fills." The tubing is scheduled to be "repaired", however, remains implanted at this time.